Event description:
It was reported that during an implant procedure the physician had difficulty engaging the slitter tool on the left-heart delivery systems catheter and the "slitting was not straight forward." The physician was able to re-engage the slitting tool further down to complete removal of the catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).